Event description:
Reportable based on device analysis completed on 18-feb-2015. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately calcified mid right coronary artery (rca). The lesion contained >45 and less than 90 degrees bend. Predilation was performed and a 2.50x16mm promus element ¿ stent was advanced to the lesion however, resistance was encountered and the device could not cross the lesion despite repeated attempts. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent struts at the proximal end of the stent were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the device markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion. A visual and tactile examination found that the shaft polymer extrusion was kinked 42mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The analysis did not identify any issue with the profile of the device which could have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).